Event description:
It was reported that during a lead extraction procedure to remove 2 infected cardiac leads (both in rv), a tear to the superior vena cava (svc) and innominate vessel occurred. Reportedly, the glidelight device was used to advance easily to the innominate on the first lead until encountering lead on lead binding. The surgeon then switched to the other rv lead. Upon progressing into the svc, blood pressure dropped. The patient was placed on bypass and sternotomy was performed to successfully repair the injuries and completely remove the leads. The patient survived this intervention with a good outcome.